Manufacturer narrative:
Our investigation is still in progress, follow up report will be submitted if we find any further additional information.

Event description:
It was reported that sheath valve leaking. Patient was discharged. No additional information available

Event description:
Customer reported this is not a delinquent device. No additional information is available.

Manufacturer narrative:
Device was used in treatment.the device was not returned for analysisthe device was not returned for analysis, and customer reported that there was no issue with oscor sheath. It's unknown what device was leaking. Attempts were made to get clarification about the event customer did not provide any information. No further investigation is required. Based on the investigation, a CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity. In addition, there was no new failure mode identified and the risk remains acceptable. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.